Event description:
It was reported to nova biomedical that a consumer administered 60 units of insulin based on multiple high readings on their blood glucose meter at 11:04 am thru 11:07 am on (B)(6) 2012. According to the consumer's spouse, the following day at noontime the consumer experienced an event. She drove him to the hosp. There were no reported blood glucose results, food intake or any insulin intake for the morning of (B)(6) 2012. It is unclear if the consumer experienced a hypoglycemic or hyperglycemic event. The consumer was released from the hosp later that day. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer was using expired test strips. The consumer was educated on these directions for use at the time of call. The test strips and meter will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow up report will be filed.